Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report as there is no indication of specific patient information. Referenced article: evaluation of thrombosis and bleeding events in the children with left ventricular assist device (l-vad). Acta cardiologica. 2024. 1-10. Doi: 10.1080/00015385.2024.2380843 d4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding thrombosis and bleeding events in children with left ventricular assist device (vad) implants. The authors described one patient who died due to a resistant ventricular tachycardia (vt). The status of the vad is unknown.